Event description:
It was reported that the user experienced hyperglycemia while disconnected from their sensor until reconnection to their cgm, with a reported peak glucose of 300 mg/dl and alerts for above 300 mg/dl for over 90 minutes; the user used backup therapy, did not perform ketone testing, and no medical intervention or assistance was required. Symptoms included high blood glucose without reported acute complications. Outcomes included no hospitalization and no long-term impact reported. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and not attributable to a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.